Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the device clinic due to the device alarming. A device interrogation showed a significant rise in the pace/sense impedance in the bipolar pacing configuration. There was also some noise noted on the pace/sense tip to ring electrogram. A fracture was suspected. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.